Manufacturer narrative:
Pt info: information unknown/not provided. Date of event: information unknown/not provided. Implant date: unknown, information not provided. If explanted, give date: not applicable as the lens remains implanted. Initial reporter first & last name: unknown/ not provided. Initial reporter: phone number: (B)(6). This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA (other): the intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when an intraocular lens (iol) was implanted a black foreign substance was found to be attached to inside of the iol. The foreign substance was removed from the eye and no patient injury was reported. It was indicated that the iol will not be returned as it remains implanted. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: date returned to manufacturer: jan 10, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received with the plunger rod fully advanced. The external assembly was observed, and no issues were identified with the handpiece. The lens module was opened and no issues were identified. The alleged foreign matter on the gauze was inspected. Based off of the customer provided video and the materials received the alleged foreign material will be sent to independent laboratories for an external evaluation. The johnson & johnson subject matter expert (sme) evaluated the customer provided photos and video and found: "the observed images may be potentially compatible with a previously observed phenomena of cartridge coating material reaching the intraocular space; however, the nature, root-cause and potential clinical effect of the described and observed confirmed and determined from a video assessment. Per independent laboratories, the substance is possibly consistent with a acrylic / methyl methacrylate copolymer. The fourier transform infrared (ftir) spectrum raw data output file generated by independent laboratories was then compared against the añasco manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was ¿3pc dragon loop¿ with a 0.673260 correlation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial report submitted it was inadvertently missed that "the reporting surgeon requested investigation into identification of the substance and the cause by using the injector to be returned and video of the operation." Moreover, in follow-up MDR #1, section h10, the following comment was provided concerning evaluation of photos and video. It stated, ¿however, the nature, root-cause and potential clinical effect of the described and observed confirmed and determined from a video assessment¿. Upon further review it was noted that this comment had a typo and should have stated ¿however, the nature, root-cause and potential clinical effect of the described and observed phenomenon cannot be determined from a video/picture assessment¿. Additional information: a failure investigation was initiated and conducted. This ffe (field failure evaluation) has determined this (complaint report) is not a manufacturing related event. Johnson and johnson surgical vision will continue to monitor this type of event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.